Event description:
The customer reported to a baxter representative a condition of one 4ml/hr infusor device that was alleged to be delivering at a rate of "not more than 2 ml per hour". It was reported by the customer that the device was filled with 100cc of normal saline and "allowed to run over an hour". This event was observed during testing and no patient was involved. Therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed during visual and functional testing; therefore, no assignable cause could be provided. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should any relevant additional information be made available, a follow-up MDR will be submitted.